Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, the exact cause of the stenosis and subsequent death could not be confirmed as information was requested but not provided. However, it is possible that it was related to patient factors not provided and progression of the patient¿s pre-existing disease processes (severe aortic stenosis). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), approximately three years post implant of a 23 mm sapien xt valve in the aortic position via transfemoral approach, the valve became stenosed. Another transcatheter heart valve was prepped and implanted valve in valve (viv). Approximately one month later the patient expired due to sapien xt valve stenosis.

Manufacturer narrative:
Implant date corrected from (B)(6) 2016 to (B)(6) 2016.  Additional information: received clarified the valve mean gradient was 70 mmhg at the time of the event and provided the correct implant date.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.